Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the recharger telemetry module (rtm) was overheating, was hot to touch and it was starting to burn patient's skin when they used it. Patient stated this started last week and it has gotten progressively worse. Patient was transferred to the appropriate department for the rtm replacement. The device was received on 7/30. No further complications were reported/anticipated.

Event description:
Additional information was received form the patient. They stated that she was having the same problem as she had before, a recharging issue. They noticed when recharging the rtm heats up on her skin then a time or two after that the rtm box was getting hot again (about 5 days ago). They reviewed the recharge frequency and speed. They said she had to charge twice a day because they have it set to high. The patient said she was just about to give up it is not doing that much for her pain, she has talked to their doctor and went from bad to worse. The patient said it was not doing the job for her like when she did the trial it worked wonderfully. The patient said she had tried to reprogram like 3 different times and it does not get any better.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger h6: device codes c63280, c62883, c50476, and fdm 4118, fdc 11, fdr 3233 apply to the replacement recharger (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (serial# (B)(4)) found that there was a poor recharger quality message and it would not find the ins. The recharger was scrapped due to failing bench testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (serial# (B)(4)) found that there was a no device found message and the recharger was scrapped due to failing bench testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they stopped using the device overheating was resolved. No further complications are anticipated.